Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the physician felt resistance when he tried to insert the atraumatic wire of a 6f/7f mynxgrip vascular closure device (vcd) into the sheath. The vessel was noted to be tortuous.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Complaint conclusion: it was reported that the physician felt resistance when he tried to insert the atraumatic wire of a 6f/7f mynxgrip vascular closure device (vcd) into the sheath. The vessel was noted to be tortuous. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f, lot f1625802, involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant and advancer tube were in the manufactured position as received. The syringe and procedural sheath were not returned with the device. No visual damages or anomalies were observed. Without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. The device was inserted through the lab introducer sheath without issue. No resistance was felt during the investigation. The returned device performed as intended per the mynxgrip instructions for use. A review of the manufacturing documentation associated with lot f1625802 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The review of the phr for this lot indicated that the inspection step to ensure the adhesive taper was correctly applied noted in dev. 0616 did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided, the condition of the returned device and the investigation performed, the reported event as inability to advance in sheath may have been attributed to the condition of the patient¿s vessel. However, with the limited provided information and without being present when the incident occurred, the reported event could not be confirmed and the root cause could not be conclusively determined. It should be noted that the mynxgrip instructions for use (IFU), special patient populations, states that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.